Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03637. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 99% stenosed target lesion was located in the severely calcified and severely tortuous below the knee vessel. After a non-bsc guide wire crossed the lesion, a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilation and the device had difficulty crossing the severely stenosed lesion. The device was pushed and pulled several times and finally crossed the lesion. The physician then inflated the device, however, the pressure level did not increase even up to 1 atmosphere and contrast leakage was noted. The physician completely removed the device from the patient and a balloon rupture was also noted. The device was then exchanged with a 2mm x 20mm x 143cm coyote¿ es balloon catheter. However, on the first inflation at 2 atmospheres for 1 second, the second balloon also ruptured. The device was completely removed from the patient. The physician then performed dilation with a peripheral cutting balloon (pcb) and sfa(superficial femoral artery) was also dilated. Blood flow was recovered and the procedure was completed. No patient complications were reported and patient's status was good.